Event description:
Purchased 2 pack of opti-free replenish enhanced comfort contact lens solution lot 305900f, exp date: 02/28/2021. Experienced severe burning in eye after putting in contact lens that had been in the fluid. Burning lasted for 30 mins after removing contact lens. Tried again after cleaning lens case and rinsing with solution with same result. Have used this product in the past without issue. Safety seal was on product and intact. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Did the problem return if the person started taking or using the product again? Yes. Frequency: other - as needed; how was it taken or used: ophthalmic. Date the person first started taking or using the product: (B)(6) 2019; date the person stopped taking or using the product: (B)(6) 2019.